Event description:
Information received from the (B)(6). Medtronic (covidien) received a report stating that the patient experienced a hemorrhage post-procedure. The physician indicated that the hemorrhage was caused by the disease process and maybe procedure related. The patient received IV-tpa (intravenous-tissue plasminogen activator) prior to the procedure.

Manufacturer narrative:
Model: sfr2-6-30 / lot: 9965091 / dom: 09 sep 2014 / exp: 03 sep 2016. The devices were not returned for analysis as they were discarded.the lot history records of the reported lot numbers have been reviewed and no quality issues were noted. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. The lot history record review was not possible as the lot number was not reported.